Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq3660 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported there was a split in the tubing. No other information was provided.

Event description:
It was reported there was a split in the tubing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one segment of digital video depicting a 4fr s/l powerpicc catheter. The depicted portion of the catheter exhibited a partially circumferential split. The catheter was being manipulated near the split site and the catheter appeared to kink preferentially at the split site. The split edges appeared to curve inward and discoloration was observed in the vicinity of the split. The split features, preferential kinking and discoloration were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter shaft which gradually causes a fracture to form and propagate in the catheter material.